Event description:
Same brand, 6 french, cardiac catheter used on pt from 2 separate sites by 2 separate providers and both catheters twisted during the procedure. The first procedure was attempted on (B)(6) 2019 via radial artery approach, significant calcification noted, the catheter twisted and kinked, but was able to be manipulated in a manner that allowed it to be safely removed from the pt. The procedure was stopped at this point and the decision was made for the pt to return at a later date for a femoral approach. On (B)(6) 2019, the pt returned to the cath lab with a second provider and the femoral approach was taken. The provider noted a difficult engagement and after some manipulation of the guide catheter, it developed a kink. Attempts were made to undo the kink by turning in the opposite direction of initial torque; however, the guide catheter broke. The pt was sent to surgery and the catheter was successfully removed.